Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Product evaluation: the examination revealed scratches/impact marks on the shaft surface. The shaft is slightly bent. There are unknown residues adhering to the distal cover glass. The light connector is torn off and the light connector adapter is missing. Foreign bodies are visible in the rod lens system. The damage found cannot be attributed to a manufacturing/production defect. The damage was caused by improper handling during clinical use/clinical reprocessing. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported: major damage, exposed light fibers on light post. The light hooks broke off from the scope no negative impact in state of health reported.

Manufacturer narrative:
Correction made in section d2b. The correct code is hih. This event is filed under internal complaint ID (B)(4).